Manufacturer narrative:
The user facility reported the employee had crushed the bottom of the sterilant cup when he attempted to massage it by slamming the cup on a table, causing the sterilant buffers and peracetic acid to splash onto the employee's forearms. The employee was not wearing personal protective equipment. The steris 20 sterilant container is designed to safely contain liquid peracetic acid within the container prior to insertion into the steris system 1 processor, when used in accordance with the label's handling precautions and instructions. Slamming the steris 20 container on a hard surface is not a recommended procedure and may compromise the capsule containing the acid. Additionally, had the employee been wearing ppe, it is unlikely that any peracetic acid would have come into contact with the employee's forearms. An in-service training was completed on (B)(6) 2010 regarding the proper handling and preparation of steris 20 sterilant concentrate.

Event description:
The user facility reported that an employee was massaging a cup of steris 20 sterilant concentrate and slammed the cup onto a table causing s20 sterilant to come out of the cup and into contact with the employee's forearms. The employee went to the facility emergency room where they flushed the affected area with water. The employee missed no time from work and has no sustaining injuries.

Event description:
The user facility reported the employee is fine and has no sustaining injuries.